Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the acoustic lens peeling issue could not be determined, however, the issue was likely the result of user handling/mishandling and or chemical stress during the cleaning/sanitization process. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the acoustic lens of the gastrovideoscope was broken. The issue occurred during the preparation for use. The procedure was diagnostic and it was completed using a similar device. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the acoustic lens is peeled off. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was confirmed. The evaluation found the following: angulation in the upwards direction is out of standards due to the worn angle-wire; suction cylinder is deformed; electric connector is corroded; the electric contact of ultrasonic connector is corroded; the number of lost ultrasonic elements exceeds standards due to the broken ultrasonic cable; acoustic lens is peeled off; acoustic lens is broken; the gap on up/down knob is out of standards due to the worn angle-wire; the aspiration quantity is out of standards due to the broken chanel tube; waterproof failure due to the broken channel tube; waterproof failure due to the deformed forceps lever; bending section cover or distal sheath rubber adhesive is broken; universal cord is corrugated; connecting tube is corrugated; and air/water cylinder is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.